Event description:
A device report from oberdorf indicates a hospital in france reported: pt was implanted on an unk date with humerus plate and screws. An x-ray on an unk date revealed a screw which was placed was too long. Pt was returned to operating room on an unk date to remove the screw. The screw was found during the revision stuck in the plate and the removal of the screw could not take place. It was decided the screw would be removed after healing has taken place. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.